Event description:
It was reported that the device exhibited error message ¿pressure problem ¿ process cannot be continued¿. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). B3: event date unknown. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed the entire device slightly worn and the downstream occlusion seal had a bubble. Event history log confirmed a ¿high alarm displayed: downstream occlusion¿ error message occurred. Functional testing could not replicate the reported issue; the pump was found to be operating properly and passed all tests. The root cause was unknown. The downstream occlusion sensor gasket was replaced and device was recalibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.